Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause of the complaint was not determined. The caregiver stated that the spare line clamps were closed off, there were no leaks and all bags were connected and the home patient did not disconnect to use restroom. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during drain 4 of 4. The technical service representative (tsr) explained the alarm and assisted the home patient (hp) with troubleshooting. The tsr advised to discard all supplies and to report alarms to the peritoneal dialysis (pd) nurse the next morning. The hp would finish that night's therapy manually. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the cg regarding the alarm, it was revealed that she did not remember all the details, however, she remembered discussing the alarm with the nurse and receiving directions. Per cg, the hp is doing fine and continuing therapy. Per cg, the hp did not have any injury or harm as a result of this incident. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.